Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, chafing skin irritation under the right sensor. The patient's doctor advised the patient to move the electrodes around and off the area. The patient has been using alcohol to clean the area as well and the irritation has improved.